Event description:
Boston scientific received information that this patient had an occurrence of watching a movie with headphones and waking up on the floor. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A boston scientific technical services consultant discussed electromagnetic interference (emi) recommendations with the caller. The consultant asked if the patient's headphones were hearing assist headphones or regular headphones. The patient stated the headphones were regular. The patient stated that he could not recollect if his physician mentioned if the episode was due to noise that was oversensed. He stated he was informed that his heart rate slowed and then the rhythm was shocked. Efforts to obtain additional details were unsuccessful and no other adverse events have been reported. This product issue will be updated if additional information is received.